Event description:
A 7.0mm diameter x 28mm length medtronic ave flexible bridge biliary stent system was inserted for treatment of a tight lesion in an iliac artery. It was not possible to cross the target lesion. Upon removal of the stent delivery system, the stent dislodged from the stent delivery balloon. The dislodged stent was snared from the pt's artery successfully. The target lesion was then stented with another MFR's product. There were no add'l clinical sequelae reported relative to the event and the device has not been returned for eval.